Event description:
Devilbiss healthcare was notified of an incident involving an oxygen concentrator by a provider, who stated that the patient was attempting to smoke while using the concentrator, in contravention of both on-product warnings and warnings in the unit's user manual, and the unit emitted a flash flame. The patient sustained a small burn on their cheek but did not require any medical treatment.